Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one similar complaint event(s) within associated lots were found. The similar complaint is associated with the patient's fellow eye and is therefore not indicative of a manufacturing issue. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim:(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged for a same length lens with a different power and the problem resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge vial. Visual inspection found the lens optic deformed and the lens haptic bent. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).